Event description:
It was reported that a patient presented with over-sensing of noise and inappropriate shocks noted on the right ventricular lead. The physician suspected damage to the lead, corrective programming changes were made and the lead was later explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events of oversensing noise, ¿false discharges¿ and ¿suspected that the defibrillation electrode was worn out¿ were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damages found consistent with procedural damage.